Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient for urge incontinence. It was reported that, on (B)(6) 2017, they went to their doctor¿s office to have the bandage change. While there, the wire was pulled too tight which, in turn, caused pain from the wire poking them. They went back the next day, to have it changed again, and it was much more comfortable. The trial began on (B)(6) 2017. On (B)(6) 2017, it was reported that the patient had a worsening of symptoms on (B)(6) 2017 and their doctor said they thought the patient had a bladder infection. On (B)(6) 2017, the patient stated they were still sore from the incision. There were no device issues or further complications reported or anticipated.